Event description:
It was reported that the atrial lead was kinked near the ring electrode and was unable to be implanted. A new lead was implanted. No patient symptoms were reported.

Manufacturer narrative:
(B)(4).